Manufacturer narrative:
No difficulties were noted when removing the protective sheath and packaging stylette. The device was moved or repositioned in the lesion. It was reported that inflation difficulties occurred. One inflation was performed. 12-14 atm pressure was applied for the first expansion, for 30 seconds to 1 minute. After the stent was in implanted, it was difficult to retract the balloon. The balloon was repeatedly pressurized, released, moved and then removed from the patient. Normal concentration of contrast / saline was used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use an endeavor resolute rx coronary drug eluting stent to treat a severely calcified, mildly tortuous lesion exhibiting 80% stenosis located in the proximal right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the balloon would not deflate at the lesion site. The patient was reported to be alive with no injury.